Event description:
Increased tinnitus; went to dentist, dr. (B)(6), from (B)(6). He used a cavitron type ultrasonic scaling device on my teeth for routine cleaning. I had filled a medical update prior to the appointment, including of my newly onset tinnitus from (B)(6). In (B)(6) 2020, and verbally told him of this tinnitus as I wore earplugs and earmuffs in front of him. I did not know that the scaling device sends a searing metallic high-pitched burst of noise in ears as it touches the back upper molars. This was especially painful to my right ear which has more troublesome tinnitus. Although he did stop the procedure after I shuddered from the painful noise and requested to switch to manual scaling, I wonder why there was no informed consent about this procedure? Why is it not contraindicated for people who suffer from tinnitus? Why was my record not flagged by the dentist and office personnel when I filled out the new condition? I had not requested this technique, and I was unaware of this device and negative consequence for me prior to the appointment. The earplugs/earmuffs did no good because the noise is generated directly from the upper palate back teeth to the inner ear. Consequent to this incident my tinnitus has become worse and difficult to deal with on many levels. As a patient, I expect a device like this to be more regulated. I believe this technique is being used in lieu of manual scaling because it offers the american dentist a much greater patient turn-around and fast buck, and limits work of a technical nature. My girlfriend who has milder tinnitus, also noticed a significant increase, albeit for shorter time period. We had the appointments back-to-back in the same room. (This was the dentist office's choice). I have subsequently (B)(6) scholar'ed information on this, and the literature is fairly abundant with studies indicating the danger of ultrasonic scaling to the patient. As well, many tinnitus sufferers have described a similar ordeal and the consequent disabling tinnitus amplification, which can make those who suffer even have suicidal tendencies as I am sure you are aware. It's sad to see how with every decade, people are more concerned with making a buck than general well-being of others. Looking forward to your response. (B)(6). Probably dentsply. FDA safety report ID# (B)(4).